Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and a inappropriate shock(s) due to an episode of atrial tachycardia with rapid ventricular response (rvr). The device remains in service. No additional adverse patient effects were reported.